Manufacturer narrative:
A getinge field service engineer evaluated the iabp and could not duplicate the upper display or the touchscreen locking up nor freezing. The unit passed multiple touchscreen calibrations, touchscreen tests, and display tests. Furthermore, the unit passed all functional, safety, and electrical tests to factory specifications. The unit was than cleared for clinical use and returned to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a frozen screen prior to use on a patient. Patient was involved, however there was no known harm or injury to the patient and no adverse event was reported.

Event description:
N/a.